Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported in the article. Case information including surgery date(s), or related patient information was not provided. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A journal publication titled - proximal rotational metatarsal osteotomy as treatment of the sciatic bone - the first half of the year results at turku university central hospital (translated title) was reviewed. The article notes 2 patients that experienced irritation due to the position of the hardware which resulted into pain and abrasion. Hardware removal was reported. The original article was published in a finnish ortho/trauma journal in 2020. Patients in the study were treated between 1/1/2019 and 5/2/2020. This report addresses patient 1 of 2. There is limited information known on this event. The date of event is an educated guess based on the information from the article.